Manufacturer narrative:
(B)(4).

Event description:
It was reported that difficulty in catheter removal occurred. An opticross¿ imaging catheter was used to view the target lesion. During the procedure, lost image occurred. Furthermore, resistance was encountered upon withdrawal. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that no issues were found, the device appears to be in good conditions. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed, the rotator and imaging core assembly was pulled out from hub. Broken drive shaft and ic windup were found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that difficulty in catheter removal occurred. An opticross¿ imaging catheter was used to view the target lesion. During the procedure, lost image occurred. Furthermore, resistance was encountered upon withdrawal. The procedure was completed with a different device. No patient complications were reported.